Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure into common iliac vein via subcutaneous tunnel. During the procedure. The catheter was allegedly found inaccessible and too astringent and encountered resistance. Reportedly, the guidewire enters through the internal jugular vein and cannot pass. It was further reported that there was a lot of resistance to access after placing the catheter. The patient did not have a stenotic lesion. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3, h6 (component). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure into common iliac vein via subcutaneous tunnel. During the procedure. The catheter was allegedly found inaccessible and too astringent and encountered resistance. Reportedly, the guidewire enters through the internal jugular vein and cannot pass. It was further reported that there was a lot of resistance to access after placing the catheter. The patient did not have a stenotic lesion. The procedure was completed using another device. There was no reported patient injury.